Manufacturer narrative:
Samples received: 24 sutures are attached in original packaging, closed for the analysis of the claim. Preliminary analysis: review of stock: revised and verified that there is no product code and lot in stock; quantity produced / imported: 11,424 units that were produced; distributed quantity: the units sold were distributed to 8 customers; background: there are no previous complaints of this code batch; batch record / lot registration: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements; results for batch release, in terms of tensile strength in the knot, met the requirements that was required for this type of suture. Analysis (s) sample (s): of the received samples, 5 were taken to test resistance voltage at node and the results obtained from the samples received are according to the OEM requirements. Breaking of the thread was completed without presenting fraying. Conclusions: this claim is assessed as "not justified", since the results obtained for batch release and analyzes the received samples meet specifications. Actions: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive action: not required.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: colombia. Chief operating room, gynecologists and anesthesiologists at the hospital, report that the suture busting, when used in hospital procedures. Thread broke during surgery.